Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid lad coronary artery. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.